Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per territory business manager the dealer stated the joystick was replaced recently and the chair is now driving erratically.